Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an error 3 message as well as another unknown message related to not having enough blood on the strip. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient claimed, the alleged issue began on (B)(6) 2012 at approximately noon. The patient reportedly tests 4x per day and manages her diabetes with metformin pills 500mg 2x per day. She said, she began to eat less in response to the alleged issue. She claimed that approximately one day after the issue began, she developed symptoms of "headache, vision issues and heart hurting" but despite her symptoms she denied receiving any medical intervention. During the time of the follow up call, the patient informed the mss that she could not recall those symptoms and could not provide any clarification regarding the symptoms she reported earlier. No other device was used for testing. It is not known when the patient was able to test after the issue occurred, but she confirmed the issue was resolved and she did continue testing with the device. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The subject test strips were in good condition and the testing technique was incorrect. The issue was not resolved with troubleshooting because the patient did not have any test strips available for a retest. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.